Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification during flow testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an inaccurate flow rate. This was during infusion of normal saline. The volume to be infuse (vtbi) was 1000 ml, flow rate was 999 ml the patient only received 100 ml, was supposed to infuse 999 ml the primary container was at head height at 12 inches. The staff entered the room after 50 minutes of the infusion and could hear the pump running, when they checked they could see only approximately 100 ml had been delivered. Pump was running, but the fluid was not moving. The source container was a plastic normal saline bag. No drips seen in the drip chamber. The event happened during patient infusion at the emergency department. There was no patient injury or medical intervention associated with this event. No additional information is available.